Event description:
It was reported to boston scientific corporation on november 5, 2021 that a lighttrail reusable 270 um laser fiber was used in a procedure performed in early october. During the procedure, the laser fiber was broken. There were no patient complications reported as a result of this event. Additional information received on 23nov2021 the lighttrail reusable 270 um laser fiber was used in a ureterescopy (urs) procedure. The laser unit used was an auriga laser console. During the procedure, after first laser activation, the laser fiber was broken. The procedure was completed with another lighttrail reusable 270um laser fiber.

Manufacturer narrative:
Block b3: approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block e1: this event was reported by a bsc sales rep. The reported healthcare facility is: (B)(4). Block h2: block b5 has been updated based on the additional information received on 23nov2021. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: the device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Approximated to (B)(4) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in a procedure performed in early (B)(6). During the procedure, the laser fiber was broken. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block e1: this event was reported by a bsc sales rep. The reported healthcare facility is: (B)(6) block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation analysis the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 308.6 cm from the tip of the fiber connector to the end of the end of the fiber body. The fiber body appeared to have been manually clipped, with the remainder of the fiber body, including the exposed glass tip not returned. Functional analysis revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed: "please connect fiber" -> "applicator has been used 2 times." No other problems with the device were noted. The reported complaint of fiber broken was confirmed as the fiber was found to be broken within the connector upon analysis. Service was performed on the auriga console that was used with this fiber, and it was found that the focus lens of the console was burnt. Damage or defects with the console focus lens may lead to inefficient energy transmission and fiber damages. Based on all available information, the condition of the returned fiber and the service report of the console used with the fiber, the most probably cause has been determined to be cause traced to component failure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on november 5, 2021 that a lighttrail reusable 270 um laser fiber was used in a procedure performed in early october. During the procedure, the laser fiber was broken. There were no patient complications reported as a result of this event. **additional information received on 23nov2021** the lighttrail reusable 270 um laser fiber was used in a ureteroscopy (urs) procedure. The laser unit used was an auriga laser console. During the procedure, after first laser activation, the laser fiber was broken. The procedure was completed with another lighttrail reusable 270um laser fiber.